Event description:
It was reported that a malfunction alarm occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump.